Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device was filled with 111 ml of unspecified medication and the infusion was 44 hours. At the end of the infusion, there was approximately 70 ml of medication left in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.